Manufacturer narrative:
The user reported receiving a high glucose alert on 17 december 2025 at 12:19pm, stating that the sg was 300 mg/dl while the bg was 150 mg/dl. A review of the sensor in-vivo glucose data showed that at 12:19 pm on 17-dec-2025, the sg was 307 mg/dl with no bg entered. The user didn't seek medical treatment and resolved the event by making an insulin correction with his insulin pump. User's hcp was aware of the event. A review of the alert history revealed that the user did not receive a high glucose alert at the time of event even though the sg value was above the user-set alert threshold. Support attempted to contact the user multiple times to address this issue, however, the user remained unresponsive, thus no further investigation was possible for the alert issue. . To address the discrepancy issue, support intended to instruct the user to perform a sensor relink to allow the system to re-initialize and converge faster, however, , the user remained unresponsive to customer care's multiple attempts for further troubleshooting. The root cause of the observed discrepancy could not be determined, but it may be potentially related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. Dms records show that the user stopped using the system on january 13th 2026, and was re-inserted with a new sensor on (B)(6) 2026.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event on (B)(6) 2025 at 12:19 pm with differences between sensor glucose (sg) readings and blood glucose (bg) measurement. The sg reading was 300 mg/dl where as blood glucose (bg) value measured was 150 mg/dl. The system provided the patient with a high glucose alert. The patient self-resolved the event by adjusting insulin pump.